Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, perforation, pleural diffusion, pericardial effusion and hemothorax. Patient received drainage, removal of clots and blood for hemothorax the right ventricular (rv) lead exhibited high thresholds, increase of thresholds and loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.